Event description:
It was reported that the right ventricular (rv) lead exhibited intermittently under-sensing and over-sensing on some stored electrogram episodes. It was also reported that the lead exhibited high and undefined impedance. The rv lead was inactivated and replaced with a leadless pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.